Event description:
This supplemental report is being filed to provide additional information regarding product analysis. The lab has found a fracture. This event is included in CAPA-(B)(4) model 3501 fracture distal to sense b electrode location. It was reported that there was conversion difficulty at implant with high impedance measurements noted, however, measurements were within normal limits. Was felt to be related to device and electrode position. The electrode was later explanted and replaced.

Manufacturer narrative:
CAPA-(B)(4) model 3501 fracture distal to sense b electrode location. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5cm from the terminal pin, (in the notch area adjacent to the sense b electrode. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.